Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) was consulted, discussed other untreated episodes where noise, t and p wave oversensing occurred. Noise had been noted in the primary sensing vector, the secondary sensing vector had low r waves and the device was in the alternate vector. Ts recommended x rays, isometrics and troubleshooting options in order to attempt to program to the secondary sensing vector. Ut was noted that this s-ICD system was programmed off. This s-ICD system remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) was consulted, discussed other untreated episodes where noise, t and p wave oversensing occurred. Noise had been noted in the primary sensing vector, the secondary sensing vector had low r waves and the device was in the alternate vector. Ts recommended x rays, isometrics and troubleshooting options in order to attempt to program to the secondary sensing vector. Ut was noted that this s-ICD system was programmed off. This s-ICD system remains implanted. No additional adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. This product was not returned for analysis.